Event description:
Subsequent to the initially filed MDR report, additional information was received. Reportedly, the sheath of the device had a kink, and not no blood flow as previously reported. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated d4 - lot #, primary UDI number, expiration date: updated h4 - device mfg date: updated h6 - medical device problem code: code 2423 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a right common femoral artery after a transcatheter arterial chemo embolization (tace) interventional procedure using a 5f sheath. Reportedly, there was no blood flow observed to be coming from the marker lumen when the device was positioned in the vessel. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.